Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 530pm. The patient reported blood a blood glucose result of "110 mg/dl" with the subject meter. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. About 1/ ½ hours prior to the reported issue, the patient claims she felt a symptom of "mouth numb." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement test strips and control solution were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "mouth numb" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
The products involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission 12/14/2012)-device evaluation: lifescan received the test strips involved with the complaint and completed investigation on (B)(4) 2012. The alleged complaint was confirmed. The control solution test was above the expected range with the returned test strips.